Manufacturer narrative:
Analysis was completed. No lead anomaly found.

Event description:
It was reported the right ventricular lead was explanted due to infection. The patient was stable. No other information was known about the event.